Manufacturer narrative:
The customer reported via phone call that he is still running low all of the time. The customer states he had blood glucose of 89 mg/dl at 45 carbs however only enter in 15 carbs into the insulin pump. One hour later the customer stated this blood glucose was 46 mg/dl, after eating more his blood glucose went up to 56 mg/dl and now at 109 mg/dl. The customer stated that he did troubleshoot his insulin pump a couple of weeks ago, the customer was explained that we can troubleshoot the insulin pump again to see if it is working properly, the customer declined. The customer was advised to speak with this doctor about adjusting the settings; the customer stated that he will speak with his doctor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was unknown. Customer has not treated and experienced low blood glucose on (B)(6) 2016. Customer was advised to contact health care provider for the settings to make sure he stay safe. Customer was advised for bolus setup, bolus wizard setup and edit settings.